Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the buttons were less responsive, scratches on display of insulin pump affected ability to read the screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that in casing at battery cap and reservoir area of insulin pump had crack, slower during prime, random unexplained no delivery alerts, slower during rewind, diminished battery life. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.